Event description:
The customer reported to olympus during a unknown procedure, a secondary monitor turned black on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported an mh-984 was connected from the printer out on the cv-190 to the red, green, blue, and white input s on the oev-191 monitor (secondary). Additionally, the customer reported to not be able to send remote scope images from the cv-190 to the gmed computer. Tac instructed customer to press the menu button on the cv-190 and go to the advanced menu, system setup menu, peripheral settings menu, and to the peripheral #1 tab. Tac instructed customer to change the digital filing type from endoworks to remote. Tac instructed customer to press the menu button on the cv-190 and go to the advanced menu, system set up menu, system menu, and to the output format tab. Tac instructed customer to change the printer out from hdtv to sdtv. Customer reported that the image was on the oev-191 and take remote scope images that released to the gmed computer. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed on the secondary monitor could not be identified. However, it¿s likely the cause is related to the customer selecting the wrong output setting (hdtv) which is incompatible with oev191 (secondary monitor). The phenomenon of no image being displayed on the secondary monitor could have been prevented by following the instructions for use related to [table 4.9] and [table 4.14], [chapter 4 function setup 4.4 system setup] in the instruction manual of cv-190 while setting up. Olympus will continue to monitor field performance for this device.